Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, the device was not coagulating well. The procedure was completed with another device. There was no pt consequence.